Event description:
It was reported that a malfunction alarm occurred after pump was exposed to extreme humidity. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿